Event description:
The cook evo stent was placed in the pt on the (B)(6) 2014. The pt returned for a check up ((B)(6)) and the stent was noted to look frayed and had split in the middle. One part of the stent is in the stomach and the other part of the stent is in the duodenum. It is reported the pt developed an ulcer due to the friction of the stent material. It is also reported that surgical intervention to remove the stent has been scheduled for this pt. Although requested, info has not yet been received as to the pt outcome since the scheduled surgery.

Manufacturer narrative:
The cook evo stent was placed in the pt on the (B)(6) 2013. The pt returned for a check up ((B)(6)) and the stent was noted to look frayed and had split in the middle. One part of the stent is in the stomach and the other part of the stent is in the duodenum. Wer were advised that the device involved in this complaint was available to be returned for eval but to date the device has not been received at cook ireland. Images have been requested but have not yet been provided. With the info provided, a document based investigation was carried out. There was no evo-22-27-12-d device of lot c907484 in stock at the time of the investigation. A review of the qc records for the device involved in this complaint did not reveal ny discrepancies that could have contributed to this complaint. Prior to distribution, evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the mfg records for evo-22-27-12-d of lot c907484 did not reveal any discrepancies that could have contributed to this complaint. Fatigue and corrosion testing has been performed on these devices. Both of these tests validated the stent would remain intact for one year. Evolution duodenal stent systems is used in palliative treatment of duodenal or gastric outlet obstruction and duodenal strictures caused by malignant neoplasms. It is reported the pt developed an ulcer due to the friction of the stent material. It is also reported that surgical intervention to remove the stent has been scheduled for this pt. Although requested, info has not yet been received as to the pt outcome since the scheduled surgery. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.